Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the reported symptom infusing too high of a rate than the one programmed was reproduced. Flow rate testing was performed, and the flow rate of the device over infuse. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition "infusing too high" was verified. During evaluation the device had over infused. The cause was identified to be an out of adjustment pressure plates. The pressure plates was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during programming/setup of a 24 hour infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.